Event description:
A critically ill patient was admitted directly to the heart cath lab because of severe cardiogenic shock with an ejection fraction of 10-15%. An impella 2.5 was placed, but would not function. The motor current became so high that the pump kept shutting off. Unable to keep the pump running. Each time staff tried to restart it, it would immediately shut down. After being unsuccessful in trouble shooting, the abiomed representative was called. Several other things were tried. The blue cable was unplugged and then replugged and an attempt was made to restart the machine. The blue cable was also exchanged for a different cable. All attempts were unsuccessful and the abiomed rep said that it was a defective pump. The pump was turned off and the doctor removed the impella. There is a machine and a braun vista pump that connect externally to the catheter to run the pump, but that equipment was functioning properly. There are a couple of ideas for pump malfunction. One is that the pump was defective and the other was that the patient had a clot in his left ventricle. The device was defective. The manufacturer initially stated that the device was defective.